Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (returned to osh on 2021-11-08). The evaluation at osh found the bipolar socket to be loose and confirmed the occurrence of error e433. This error message, which in this case was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s bipolar socket was most likely caused by excessive force and can thus be attributed to use error. However, there is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purpose and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/ investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/ investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic hysteroscopic elytrotomy procedure the esg-400 hf generator issued error message e433. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.